Manufacturer narrative:
Investigation evaluation: a review of the complaint history, documentation, drawing, instructions for use, manufacturing instructions, quality control and specifications was completed during this investigation. No devices were returned for testing. The documentation referencing the double lumen tpn catheter with and without the rings was reviewed and did not find any gaps in the design or quality control inspection of these devices. Since the lot number(s) are unknown, a review of non-conformances and related complaints could not be performed. The rings that were implemented in the catheters are designed to strengthen the catheter and allow a clinician to wrap suture threads around them and suture to the skin. This provides securement of the catheter while the ingrowth of tissue around the dacron cuff occurs. The suture rings should remain outside of the body and are not intended to be placed subdermal. The ring material is the same as the catheter material and has been biocompatibility tested according to iso 10993-1 standards. A complaint search was conducted to analyze the incidence of adverse physiological response to placement of the these catheters over the past three years. There has only been one other complaint on the catheter and the patient reported to have swelling. Based on all of this information, it is unlikely that the design change would cause an increase in febrile episodes. It is possible that the clinician inappropriately placed the rings subdermal or that there was a change in insertion protocol or hospital procedures that could cause the higher incidence of patient fevers. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Postal code:(B)(6). The event is currently under investigation. A follow-up will be generated upon the completion of the investigation.

Event description:
It was reported by the international customer that fevers have recently been observed in transplant patients who have had cook central venous catheters implanted as part of their treatment pathway. The fevers reportedly resolve once the lines are removed.